Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the station being stuck on the bios login screen, which resulted in it failing to recognize the connected hard drive. A field service engineer reconnected the data cable to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a black screen requesting a password. The customer stated that the station rebooted during a procedure, leading to the password request. They confirmed that there was no delay in medication dispensing, as the necessary medications had already been provided. There were no adverse events or injuries reported based on this incident.